Event description:
Dr. Told me about one of his patients that showed up in (B)(6) with a "well fixed six year old tha with a broken taper neck and dissociation. Knocked over by a bull. Walking on it for 3 weeks."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding broken taper neck and dissociation involving an unknown stem and head was reported. The event was confirmed. Device evaluations could not be performed as the device was not returned or made available for identification or evaluation. Insufficient patient medical records were returned or made available for review. A device history review could not performed as the device details of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined. The devices were not returned and no medical records were provided for evaluation, further information is needed.

Event description:
Dr. Told me about one of his patients that showed up in (B)(6) at an ortho clinic with a "well fixed six year old tha with a broken taper neck and dissociation. Knocked over by a bull. Walking on it for 3 weeks."